Event description:
It has been reported to philips that fluoroscopy and cine were not functioning. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and determined the wired footswitch was not operational. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary procedure and the procedure was complete as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed wired footswitch was not working. Upon functional analysis fse found there was a mechanical problem which caused the issue. The philips engineer has cleaned the footswitch and reconnected the cable. After the repair action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.